Event description:
It was reported that this patient reported to the emergency department after collapsing due to ventricular fibrillation (vf). One shock was appropriately delivered and successfully converted the vf. A period of asystole was noted after shock delivery, though post shock pacing was programmed. Technical services (ts) reviewed device data and noted that post shock pacing was appropriately delivered for two beats. 12 seconds of noise oversensing occurred during the post shock pacing period, which signaled the device end the post shock pacing therapy, though the pacing was still required due to patient asystole. Technical services (ts) recommended external cardiac monitoring to better determine the rhythm of the patient, as well as potential for pacemaker placement. This s-ICD remains in-service, with plans to upgrade to an implantable cardioverter defibrillator (implantable cardioverter defibrillator). No additional adverse patient effects were reported.